Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had incorrect label the following information was received by the initial reporter with the following verbatim: it was reported by customer that seems to be labeled incorrectly.

Manufacturer narrative:
The customer reported the sample they received and the labels did not match and provided photo evidence. The set label reads material: 10942011, lot: 24026127. The material of the sample inside was very similar to 10942011, but not exactly the same, and the complaint is verified. The sample has a smart site y-site near the male luer, where model: 10942011 does not. The manufacturing site verified the issue as mixed product and found the root cause to be related to production personnel not following the procedure correctly. A quality alert was issued by the plant on 09jan2025 to communicate and reinforce the correct production quality check procedure to personnel. Device history record review for model: 10942011, lot number: 24026127 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 10942011, batch#: 24026127. It was reported by customer that seems to be labeled incorrectly. Rcc received a complaint via email. My name is (B)(6) for (B)(6) labor and delivery. I was given your information from one of my colleagues regarding a product that seems to be labeled incorrectly. Are you able to assist? Thank you.